Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# v601542, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was indicated that their interstim did not work anyway and patient was thinking of taking the implant out. The patient got relief only for 2-3 months. A follow-up report will be sent if additional information becomes available.